Event description:
A customer contacted beckman coulter inc. (Bec) reporting indeterminate error flags (ind) on 3 levels of tsh controls. Per customer, they have not had any patients with ind and no value. Bec cts (customer technical support) had customer check reagent inventory and it was determined that no pack was loaded in expected location. The ind flags were due to the missing reagent pack. Cts walked customer through collecting archive data. Retrospective customer investigation determined five erroneous patient results. This report documents the results generated on the second shift on (B)(6) 2012. Separate reports have been submitted to document the results generated on the first shift on (B)(6) 2012. The reagent pack was not located. Cts helped customer unload reagent in software and delete the pack so if the pack were to be found it could not be loaded on this access.

Manufacturer narrative:
Service was not dispatched. Issue resolved by normal troubleshooting with customer technical support. MDR#2122870-2012-01049 documents the results generated by this instrument at the customer laboratory during the first shift on (B)(6) 2012. MDR#2122870-2012-01051 documents the results generated by this instrument at the customer laboratory on (B)(6) 2012.